Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05431. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator; however roll-off was unable to be achieved, there was no way to confirm if the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer:examination of the returned complaint device revealed that there was no visual damage noted to the device during incoming service inspection. The tamper proof seal was intact. The returned device passed power-on self-test and all performance criteria of the final test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05431. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator; however roll-off was unable to be achieved, there was no way to confirm if the procedure was completed. No patient complications were reported.